Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited intermittently high out of range pace impedance measurements ranging from 400 ohms to greater than 3,000 ohms. No oversensing was noted. Technical services (ts) discussed possible spring connector issue, and suggested programming and troubleshooting options. No adverse patient effects were reported. The lead remains in service.